Manufacturer narrative:
Beckman coulter field service engineer found a loose fitting on the wash tower. The fse replaced the fitting and verified system performance. (B)(4).

Event description:
The customer reported the piercing probe from the unicel dxc 600i synchron access clinical system's cap piercer dripping drops of fluid after being washed in the wash tower. The customer also observed crystal build up in the closed tube aliquoter (cta). The customer did not receive any instrument generated flags or error messages prior to discovering the cap piercer leak. There was no exposure of the fluid to laboratory personnel. No erroneous results were generated.